Manufacturer narrative:
Block b3: exact date unknown, event occurred three days prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7175333, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7171266, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4318, batch/lot number: 37686568, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection which caused the patient to experience pain. The patient underwent a spinal cord stimulator (scs) explant procedure and was place under wound vac and antibiotics. The explanted devices were disposed of by the facility. The patient was doing well postoperatively.